Event description:
It was reported that damage to the pump housing caused cartridges not to fit securely onto the pump. There was no adverse impact to the customer's blood glucose level. The customer did not disclose a backup method of insulin therapy.